Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. The issue occurred due to damage to the charged coupled device unit and breakage of the image sensor. It was also noted that the bending section rubber was scratched and the adhesive was chipped. The control lever was damaged which prevented the bending section from being fixed firmly. It was also noted that the light guide connector label and peeled and the cover glass had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Event description:
It was reported to olympus that the endoeye flex deflectable videoscope image could not be output when the scope was angled down. It was also noted that there was image noise when angled. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
Additional information was received which confirmed the reported event (image disappears during angle operation) was detected after the procedure during the inspection after cleaning.

Manufacturer narrative:
Correction: h8 - reuse should have been selected on the initial report rather than unknown. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that he buckling of the signal line of the image sensor unit cable was caused by hindrance to the movement of the image sensor unit cable when the angle was applied. Olympus will continue to monitor field performance for this device.